Manufacturer narrative:
(B)(4). The customer returned one single lumen arterial catheter for evaluation. The catheter body was damaged and showed evidence of use in the form of dried blood. The catheter was returned with two black sutures still tied around the catheter hub. Visual examination of the catheter revealed a slight kink at the top of the catheter body close to the juncture hub. The kink/bend became more pronounced when lateral pressure was applied to the juncture hub; therefore, it appears the kink is a result of pulling or twisting of the catheter during use. Microscopic examination revealed the catheter tip was damaged. The tip material was cracked and pushed back. The catheter tip inner diameter was measured and found to be within specification. The catheter body inner and outer diameter were also measured and found to be within specification. A 0.025" guide wire was able to be passed through the catheter from distal tip to hub with minimal restriction. Other remarks: a device history record (DHR) review was performed on the catheter and no relevant findings were identified. The instructions-for-use (IFU) provided with this product describes several techniques to minimize damage to the catheter. It cautions that care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. The reported complaint for a damaged catheter was confirmed through inspection of the returned complaint. The catheter body was kinked and deformed adjacent to the juncture hub. The kink/deformation was consistent with a pulling or twisting force being applied to the catheter. The returned sample met all relevant dimensional requirements and a DHR review did not reveal any manufacturing related issues. Based on the evidence of use observed on the catheter and the condition of the returned sample, the probable cause is operational context which resulted or contributed to the defect.

Event description:
The customer alleges that where the line connects to the hub it was fractured which led to the catheter profusely leaking and ultimately needed to be removed. No patient injury or consequences.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that where the line connects to the hub it was fractured which led to the catheter profusely leaking and ultimately needed to be removed. No patient injury or consequences.